Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to instability. Patient was converted to a reverse total shoulder system.